Event description:
The site reported that the mechanical endstop of the overhead tube suspension (ots) fell off during operation, resulting in the ots sliding out of the rail and tilting. The ots was hanging on one set of bearings. There was no injury reported. The concern is for a serious injury if the ots were to fall and contact a patient or an operator.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found that the system was missing a second mechanical endstop and one metal head plate for the rails, which caused the ots to slide out of the rails. The fe fixed the system, and returned the product to service.